Manufacturer narrative:
Unique identifier (UDI)# (B)(4).

Event description:
The customer complained of questionable result for ise indirect na, k, ci for gen.2 tested on a cobas 8000 cobas ise module (double) and crep2 creatinine plus ver.2 tested on a cobas 8000 c 702 module. Of the data provided a reportable malfunction was provided for the potassium and crep2. This medwatch will cover the erroneous creat results. For the erroneous potassium results refer to medwatch with patient identifier (B)(6). The initial crep2 result was 4.45 mg/dl. The initial result was reported outside of the laboratory, but was questioned by the physician. The same patient sample was tested on another analyzer with a crep2 result of 2.49 mg/dl. The same patient sample was then retested on the original analyzer with a crep2 result of 2.61 mg/dl. The repeat results were deemed to be correct. There was no adverse event. The crep2 reagent lot was 32296301 with an expiration date of 31-dec-2018. The field engineering specialist was not able to determine a root cause. He checked the alignments and fluidics of the rinse mechanism, ise assembly, and the probes. Precision testing was performed with acceptable results. The customer stated that there have been no further issues since the service visit. The investigation was unable to find a definitive root cause.